Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin- contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, the wife of a (B)(6) male pt contacted zoll customer support to report that the pt had open sores under the electrodes. The pt's doctor prescribed an ointment to treat the wounds. The pt continued to wear the lifevest. There was no further follow-up info on the condition of the irritated area.